Event description:
It was reported by service report that the jack was drifting due to malfunctioned jack assembly. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.